Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
(B)(4) (con, hcp): it was reported that the implant was no longer working. It was indicated that the therapy helped the patient from the time it was implanted, but the patient had not received therapy or stimulation for several years. The patient reportedly wanted a new implant. Follow-up for additional information regarding the interventions of the issue and patient outcome was conducted. The cause of the event was not determined. It was unknown if the cause was device related. It was unknown if reprogramming was needed. No troubleshooting, interventions or other actions were required to mitigate or resolve the event. It was unknown if the patient experienced a loss of therapeutic effect or stimulation. It was unknown how the patient was doing. If additional information pertaining to the event is received, a follow-up report will be sent.